Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to presses. Additionally, it was reported that there is damage around the cartridge area of the pump. There was no reported impact to customer's blood glucose. Tandem technical support unable to gather further information as customer declined a follow up.